Event description:
The report from the field indicated the following: during a coronary stenting procedure the product did not cross the very tortuous and calcified mid right coronary artery (rca) lesion after pre-dilatation with a balloon. The guidewire would not come out of the cypher 3.0 x 33 stent. The stenting procedure was attempted again with a cypher 3.0 x 23 stent, and the cross was successful. There was no reported pt injury.